Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with beta cap adapter. The customer reports the beta cap dislodged from the dialysis catheter. A cut down procedure was completed and the catheter was repaired. The patient was given antibiotics.